Manufacturer narrative:
The insulin pump passed the displacement, off no power, rewind, excessive no delivery, and occlusion tests. The device failed the prime rewind test, due to slightly loose and stuck drive support disk. The insulin pump was received with minor scratches on lcd window, scratches on reservoir tube window, cracked battery tube threads, a missing end cap sticker, stained address/serial number label and a cracked reservoir tube lip.

Event description:
Customer reported he lost the insulin pump. His blood glucose was 137 mg/dl. Nothing further reported.